Event description:
It was reported that during preparation for an unspecified procedure a detached tip was noticed. The lab tech had removed the wallgraft stent from the sterile packaging to flush with saline. Prior to flushing, the tech noticed that the distal tip of the stent delivery system (sds) was missing. It appeared as though the tip was never attached to the device. The procedure was completed with another wallgraft stent. There were no reported pt complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).